Manufacturer narrative:
A siemens applications specialist visited the customer site and evaluated the instrument and instrument data. The cause of the changed configuration setting to qualitative instead of ratio is unknown. The investigation information indicates the ratio results were being received as expected when the system was first installed in june of this year. The incorrect setting was corrected and the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The immulite 2000 xpi instrument lis configuration was set to 'send to lis as qualitative' , while the centralink interpretation script was expecting 'send to lis as ratio'. Result classifications for qualitative ID assays (reactive/indeterminate/reactive) were different on centralink as compared to what was on the immulite results screen. Patient results were reported to the physician(s) and the issue occurred across multiple qualitative serology assays. There are no known reports of patient intervention or adverse health consequences due to the qualitative results.